Event description:
Information was received from the provider that the device had a loose connection. The patient was not using the device at the and no patient harm was reported. The device was returned for evaluation. Thermal damage was discovered on the bottom of the device near the power outlet. Investigation has determined that a failure of the solder joint on the ac inlet may have contributed to the event.